Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues. Subsequently, a revision procedure was performed. No additional adverse patient effects were reported.